Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a peripheral "angio" involving the right femoral artery, a micropuncture transitionless stiffened cannula access set's wire separated in the patient while trying to gain access. Access was obtained using ultrasound, and blood return was noted prior to insertion of the wire through the access needle. Reportedly, the patient was "very large" and therefore, the stick was very deep and straight on. The separated wire fragment was successfully retrieved with snares. A new device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The wire guide subassembly lot records a relevant nonconformance for solder broken on a quantity of six. However, all non-conforming product was scrapped prior to release. Although there was a relevant non-conformance to the reported failure mode found in the wire guide component lots all non-conforming product was scrapped prior to release and there are 100% inspections in place to capture this non-conformance. No other lot related complaints have been received from the field. Adequate inspection activities have been established. At this time, cook has concluded that no non-conforming product from this lot exists in house or in the field. The product IFU states, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ and ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy was the cause of the device failure in this incident. From the limited information provided, with no device returned for examination, no manufacturing or design deficiencies can be confirmed at this time. The patient was very large, so the needle stick was very deep and straight on. It is most likely that this difficult insertion caused the wire guide separation incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = inventory manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral "angio" involving the right femoral artery, a micropuncture transitionless stiffened cannula access set's wire separated in the patient while trying to gain access. Access was obtained using ultrasound, and blood return was noted prior to insertion of the wire through the access needle. Reportedly, the patient was "very large" and therefore, the stick was very deep and straight on. The separated wire fragment was successfully retrieved with snares. A new device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.